Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hs with no eaw¿s. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the complaint. Pumps bolus history found to be recording properly. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.